Manufacturer narrative:
The fsr installed a new cable assembly. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the pins of the pump power cable assembly were damaged. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per the manufacturer's supplier quality engineer, a visual of the cable confirmed that the pins were bent beyond use. All cables from the lot were inspected for workmanship and electrically tested, and passed both tests, determining that the issue occurred after quality inspection. No further evaluation was performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.